Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs found no system fault 74 events recorded in the device. In-house testing could not be reproduce the reported fault, however, the tests showed evidence of an obstruction in the device. Visual inspection found plastic debris in the internal components indicating the device may have suffered a physical shock. The device evaluation determined that the reported issue was most likely due to physical impact to the device. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.